Manufacturer narrative:
(B)(4). Date sent to FDA: 06/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a400 was received for evaluation. The swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was observed with marks on the surface, some barbs present damaged and a lineal cut that appears to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample received. The condition of the sample received indicates improper handling of the device.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the barbed suture broke when sewing. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.